Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, but photos and other additional information has been provided to establish a relationship between the device and the reported event. The photos supplied confirm wear and tear. The root cause is wear and tear of the interlock. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during surgery, the doctor complained that the versajet was not debriding as well as expected when turned up to power level 10. The hospital indicated that there was no harm to the patient as a result of this complaint. There was a slight delay in the surgery. No harm reported on patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.